Manufacturer narrative:
It was reported that during prep, the cannula would not fully retract. Per report, the catheter was flushed adequately and was not held in a curved position. The product was returned for analysis. No anomalies were noted. A lot history review was performed and no issues related to cannula retraction difficulty wire found. In this case, it is possible that the catheter was not truly flushed adequately. The instructions for use (IFU) requires flushing the flush port and the guidewire port, waiting 30 seconds, then flushing them both again in order to adequately hydrate the hydrophilic coating on the cannula. A definitive conclusion cannot be drawn between the device and the reported event; however, user handling may have been a contributing factor.

Event description:
During prep, prior to inserting in the patient, the cannula tip would not fully retract and it appeared to be above the nosecone side port. The catheter was flushed and was not in the curved position. There was no patient injury reported with the event.